Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right atrial (ra) and right ventricular (rv) leads both exhibited high thresholds. It was determined that the leads had both dislodged. The ra lead was successfully repositioned and remains in use. The physician attempted to reposition the rv lead, however, after locating a suitable new position, the lead helix would not extend, even after 60 rotations. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.